Event description:
It was later reported that the progressive kidney injury was not thought to be device related. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the reported renal dysfunction and (B)(6) cannot be conclusively determined through this investigation. A specific cause for the reported bleeding cannot be conclusively determined through this investigation. It was reported that the patient was admitted for a planned renal biopsy due to progressive kidney injury. The procedure was complicated by an arterial bleed and the patient underwent a successful embolization of their right renal artery (estimated parenchymal loss <25%). The patient experienced hematuria 3 days after the biopsy and underwent a second embolization. The patient¿s creatinine rose from 495 to 678mmol/l following the bleed/embolization and the results of the biopsy/plan of care for the patient were pending. It was later communicated that the patient had pre-existing renal failure and the event was not believed to be device-related. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding and renal dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a planned biopsy due to progressive kidney injury. The biopsy was complicated by an arterial bleed, the patient underwent a successful embolisation of the right renal artery. The patient experienced hematuria 3 days post intervention with second embolisation. No further information was provided.